Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was used to transect the upper rectum and the surgeon followed the normal procedure. The surgeon waited fifteen seconds and fired. The stapler was removed and one more firing was needed to complete the transection. After a few seconds it was found that the distal side of the staple line was gradually opened and it seemed no staples were attached on the staple line. A mini wound was opened and the surgeon used another device to transect a stump and then made an anastomosis.

Manufacturer narrative:
Date sent: 11/17/2009. Eval summary: the analysis results found that the atb45 device was received in good visual condition and with a blue reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired,cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.